Manufacturer narrative:
The following fields were updated due to correction: b5: describe event. D1: medical device brand name. D4: unique identifier (UDI) #. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported the bd¿ thin wall 29g x 12.7mm value brand had needles that nearly out of specification. The following information was provided by the initial reporter, we have an issue with the provided technical drawing and the specified needle diameter. The determined needle diameter of the supplied batches is nearly always out of specification (see table below).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
We have an issue with the provided technical drawing and the specified needle diameter. The determined needle diameter of the supplied batches is nearly always out of specification (see table below). Did we misinterpret the data on the drawing? Are there any specifics to be considered, when the needle diameter is determined? Do you have any explanation for the discrepancy we determine?